Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been getting up 8-9 times. It was reported that the device seemed to help a little at first. It was reported they were experiencing difficulty using the patient programmer (pp) to read the ins. Further clarification and education resolved the difficulty reading the ins. It was reported they patient would not be able to use the pp on their own due to implant location, someone would have to help them. Initially, poor communication was reported several times when trying to use the programmer, however the issue was resolved by replacing the batteries in the pp. Patient programmer showed stimulation was on program 1 at 1.9, it was increased to 2.1, but that was uncomfortable. Stimulation was then decreased back to 1.9 to resolve the discomfort, however the symptoms were not being helped. It was reported patient was feeling stimulation in the correct area. While changing programs during a time when stimulation was off, the patient reported they felt more stimulation when it was turned off. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the poor communication and increased stimulation when the ins was turned off was determined, but they didn't know the cause, contradicting the statement. To resolve the return of symptoms, they turned it up.